Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed loss of right ventricular (rv) capture and asystole. There were several pacing spikes noted and a flat baseline. Technical services (ts) reviewed the electrogram strip and indicated it appeared to be normal pacing operation with sudden isoelectric electrogram for 4-5 seconds with a pacing artifact continuing at about 680 milliseconds, but no r. Ts indicated since the baseline was flat, this was probably and electrogram electrode issue, not a device issue.